Event description:
Implant placed in site #19 on 9/23/97. Pt complained of pain the same day. Implant was removed 8 days later, implant surgery possibly devitalized a neighboring tooth or the implant rested on the mandilbular canal. One person affected.